Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The blood glucose value at the time of the event was 306 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-387a, mmt-332a, mmt-1884. Troubleshooting was not performed for the insulin flow block alarm, as the event was resolved in the past. Troubleshooting was performed for hyperglycemia, and the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Also reported that the blood glucose is not going down. Troubleshooting was performed for a bent cannula and air bubble anomaly, and the customer stated that the air bubbles were successfully removed. No further patient complications were reported. No product return is required for mmt-387a. No product return is required for mmt-332a. Product return expected for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no unexpected no delivery/occlusion alarm. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. No delivery/occlusion alarm was not confirmed. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.